Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed cardiac perforation of the right ventricle. Lead revision was anticipated to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead perforation and failure to capture. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood and tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed cardiac perforation of the right ventricle. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure..